Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 17 mmol/l with associated symptoms of moderate urinary ketones and nausea. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. Animas customer support performed troubleshooting of the pump during which time they determined the patient¿s injury was the result of a use error issue; the patient did not have the battery type setting set correctly for the type of battery being used, which caused a battery life issue. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy with use error as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2017 with the following findings: the pump's black box data from the date of the event had been overwritten due to continued use of the pump. The current black box showed no evidence of short battery life. There was no moisture or corrosion observed in the battery compartment. The pump's current draws measured within specifications. The available daily insulin delivery totals added up to the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated.